Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6), 2010.

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event. Device unavaiable for analysis.